Manufacturer narrative:
The hospital reportedly disassembled and reassembled the apl valve, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the adjustable pressure limit valve (apl) was not functioning as expected, affecting manual ventilation. There was no report of patient involvement.